Event description:
It was reported the patient had fluid build up at the midline incision site. Procedure took place on (B)(6) 2023 wherein a drainage washout of the incision site was done to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124458.